Event description:
It was reported by the return and analysis of a serial cable that the serial cable had an intermittent connection in the power portion of the serial cable. Continuity testing was able to verify an intermittent negative electrical connection in the power connector portion of the hhd serial cable. The cause for the open connection is associated with the serial cable plug leaf spring not making contact with the ac adapter barrel connector.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.